Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced alert 36 indicating an invalid hall sensor state, the pump stopped delivering insulin overnight, the user restarted the device twice, performed a dry run, and was instructed to replace all supplies. After supply change the alert resolved and did not return. Symptoms included hyperglycemia. Outcomes included recovery with blood glucose returning to range and no further alerts after troubleshooting. Investigation included customer support troubleshooting and user education. Investigation of this case revealed a device alarm consistent with an internal sensor state error affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the hall sensor state error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.